Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 2017865-2021-19658. During a remote follow up, oversensing due to myopotentials was noted on the device and oversensing due to noise resulting in inappropriate automatic mode switching was noted on the right atrial (ra) lead. Abbott technical support was contacted and the device was reprogrammed to resolve the events. The patient was in stable condition.